Manufacturer narrative:
The device has not yet been returned for evaluation. A supplemental report will be filed when the investigation is complete.

Event description:
The event involved a plum solo infusion system where the customer reported that when the start button was pushed the volume to be infused did not decrement and remained fixed despite the pump indicating on the screen that it was operating. The incident occurred during an infusion, but there was no report of an adverse outcome as a consequence of this event.